Event description:
Medtronic neurosurgery received a report that the user facility had an issue with a snap shunt becoming un-snapped in an infant.

Manufacturer narrative:
(B)(4). The returned valve was patent and passed siphon and leak testing. It did not meet the requirements for reflux testing and was out of specifications for pressure-flow and preimplantation testing. A dissection of the device found proteinaceous debris within the valve mechanism. The instructions for use that accompany the device warn that "the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." Such debris may interfere with the pressure/flow controlling mechanisms and result in reflux. The snap ring had nicks and displaced plastic material. It is unk how or when this damage occurred. Medtronic neurosurgery has received no other complaints for this lot, and a review of the manufacturing records showed no anomalies. It was reported that the physician typically uses occipital placement of the shunt. The instructions for use that accompany the product warn that "snap shunt-type products may disconnect at the plastic snap junction if they are: damaged prior to connection; connected, disconnected and reconnected; or not completely connected during implant. Occipital placement has been associated with a low rate (<0.3%) of shunt component disconnections. The surgeon should evaluate this potential risk in determining the appropriate implant placement location. Disconnection at the plastic snap junction may result in over-or underdrainage, and will necessitate surgical revision to replace the plastic snap components."